Event description:
The initial reporter received questionable tina-quant lipoprotein (a) gen.2 assay results from 2 patient samples tested on the cobas integra 400 plus. Patient sample 1 the initial result from the analyzer was 31.9 mg/dl. The repeat result from a reference laboratory using the abbott alinity was 50.4 mg/dl. Patient sample 2 the initial result from the analyzer was 23.8 mg/dl. The repeat result from a reference laboratory using the abbott alinity was 38.3 mg/dl. The physician questioned the initial results, as they did not match the patients' medical histories.

Manufacturer narrative:
The cobas integra 400 plus serial number is (B)(6). One patient sample was received for investigation.